Event description:
It was difficult to advance the stinger catheter. When the user removed the device he noticed that there was a wire sticking out from the pale blue part of the catheter. There is no report of patient injury and the device is being returned for our analysis.